Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was not used, there was no patient involvement. No additional information was available at this time.

Manufacturer narrative:
Final analysis confirmed the reported backup operation. The failure could be reproduced after exposing the device to cold temperatures. It was likely that the device was exposed to cold temperatures during the shipping process which caused the reported backup.